Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2012-03145 and 1627487-2012-03147. The pt reported feeling uncomfortable due to experiencing heating from his scs system. There is no add¿l info at this time. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.